Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant products: nexgen articular surface lps/lps-flex 51 or 52 suffix femoral size ef 12mm, catalog # 00596203212, lot # 61036233. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-04952-1. Concomitant medical product: nexgen articular surface lps/lps-flex 51 or 52 suffix femoral size ef 12mm, catalog # 00596203212, lot # 61114119. Nexgen all poly standard patella size 32mm, catalog # 00597206532, lot # 61131794. Nexgen femoral component size f right, catalog # 00576401652, lot # 61042562. Palacos r 1x40 single, catalog # 00111214001, lot # 66834193. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04950, 0001822565-2017-04951.

Event description:
It was reported that the patient had a revision surgery to address an infection and constant pain. Attempts have been made and no further information has been provided. Attempts have been made and additional information on the reported event is unavailable at this time.